Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 1.2cm from the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location but the middle sheath is no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. A 8x80x75 innova was selected for use. During removal from the packaging, a piece of the stent was deployed out of the sheath. The procedure was completed with another innova stent. There were no patient complications, and the patient status was stable.

Event description:
It was reported that inadvertent deployment occurred. A 8x80x75 innova was selected for use. During removal from the packaging, a piece of the stent was deployed out of the sheath. The procedure was completed with another innova stent. There were no patient complications, and the patient status was stable.